Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred three times. The following information was provided by the initial reporter. The customer stated: the tubes are not accomplishing with the draw volume.

Manufacturer narrative:
H.6. Investigation: bd received 1 photo from the customer in support of this investigation. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube label. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. As no customer samples were received at the manufacturing site, the investigation was limited. 10 production lot in-house retention samples were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the retention samples. All tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred three times. The following information was provided by the initial reporter. The customer stated: the tubes are not accomplishing with the draw volume.